Event description:
It was reported that a 29mm portico valve was implanted at a depth of 2mm on (B)(6) 2022. There was no calcification extending beneath aortic annular plane in the interventricular septum. During final assessment, mild to mod perivalvular leak (pvl) was observed. A balloon aortic valvuloplasty (bav) was performed with a 24mm balloon to reduce the pvl. A secondary ultrasound interrogation of the pvl was completed and it was observed that the pvl worsened after the post bav. The physician implanted a non-abbott device 2mm deeper than the inflow of the portico valve. Upon evaluation of the non-abbott valve implant, the pvl was resolved. The patient remain hemodynamically stable throughout the procedure and no patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of the perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined.